Manufacturer narrative:
(B)(4).the ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The single board computer (sbc) printed circuit board (pcb) was found to be defective and will be replaced.

Event description:
It was reported that a ventilator would freeze at the six images screen and would not complete power on self-test (post). There was no patient involvement.

Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing.